Event description:
No additional info received.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3 the device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, there were no related malfunctions identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the thunderbeat's lower jaw broke off during an unspecified procedure. The jaw did not break off within the patient's anatomy and did not require any medical intervention. There was no patient injury or medical intervention associated with this event.